Manufacturer narrative:
Concomitant medical products: logic tibia implant psc insert, sz 5, 11mm (cat# 02-012-44-5011 / serial#: (B)(4)) right. Three peg patella 35mm (cat# 200-02-35 / serial#: (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately seven years post initial bilateral tka, this male patient had a revision due to wear of ps and psc inserts. Patient has bilateral logic knees. There was some lysis seen medially on the right tibia defect filled with a biologic. Components of both knees were well fixed except the 35mm patella on the right knee. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not available for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.